Event description:
On (B)(6) 2009, pt's father reported his son experienced a cannula "pulling loose" on (B)(6) 2009. On follow up call on (B)(6) 2009, father reports his son rolls a lot when he sleeps and when he wakes up, his infusion site will be pulled out. Father reported they have decided to attempt to lay pillow on either side of the pt to prevent him from rolling during his sleep. He stated she was also sending him dressings to assist with this. Explained the sandwich technique to the father using dressings. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Sending adhesive dressing; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.